Event description:
This is a revised copy of the FDA report that the facility completed on 12/18/1998. Two changes have been made: 1) the serial number has been corrected to reflect that of the machine in question as the previous serial number was from another machine not involved in the event. 2) the uf/dist report number has been added.